Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. These devices are used for treatment. Review of the primary surgical notes found that a 10mm spacer block provided the best fit and appropriate alignment down the tibia. With the provisionals in place, full flexion and full extension were achieved without difficulty. The pcl tension seemed appropriate with good medial and lateral stability. Once the cemented 10mm spacer block was in place, the knee was positioned in full extension until the cement was cured. Excess cement was removed with an osteotome. After pulse lavage, a 10mm articular surface was implemented and the wound closed. Per the package inserts of the components, pain is a known adverse effect of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Other devices used: catalog #unknown, unknown nexgen cr articular surface, lot #unknown; catalog #unknown, unknown zimmer patellar component, lot #unknown; catalog #unknown, unknown zimmer tibial component, #unknown. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain in the right knee.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Other devices used: catalog #00597005501, nexgen cr pegged tibial component, lot #60212220; catalog #00597005010, nexgen cr articular surface, lot #60427730; catalog #00597206535, nexgen all-poly patella, lot #60598992 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.